Event description:
The pt is having the referenced stimulator explanted for a second time. The first implant occurred in 2000 and was removed 4 months later due to a fluid build up around the device and pockets of fluid build up around the leads. The surgeon also told the pt's family member that the sock around the device was completely shredded and had to be scraped from the chest wall of the pt. The pt's family member stated that testing was done and it was determined that the pt was not allergic to the titanium used to construct the device. A second device was implanted in 2001. 4 months later the pt's neurologist stated that the device was cycling too rapidly. Within 2 weeks the pt had a blister at the implantation site and then the device began to self-explant. The device was surgically explanted 2 months later. The pt's family member stated that both devices have been returned to the MFR.